Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse observed a pattern that the sample was giving high results when the test was run within a panel and correct results were obtained when the sample was repeated as a single assay. The cse replaced reagent probe 2 ultrasonic transducer, adjusted film heights and replaced u-seal. Proper cuvette manufacturing was verified. The cse performed a system check, which passed. The quality control (qc) results were within acceptable range. The cause of the discordant, falsely elevated actm result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated acetaminophen (actm) results were obtained on patient samples on a dimension exl 200 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting below assay range with no numerical value. The repeated results were reported as negative to the physician(s). The customer provided discordant result for one patient sample only. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated actm results.